Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump would lose power randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation was unable to reproduce the alleged intermittent power issue. Review of alarm history confirmed multiple incidents of pump reboot on (B)(6) 2013. Investigation found the battery compartment to be intact and there was no evidence of moisture contamination in the battery compartment. The battery cap measurements were within specifications and the cap was able to tighten properly onto the battery compartment. The pump powered up to a clear functional display screen with the appropriate audio and vibration alerts. The pump was exercised for 24 hours without incidents. When the pump casing was opened, no evidence of moisture or loose components was found within the pump interior. No evidence of intermittent contact was found with the battery terminal contacts.